Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the physician after experiencing a "popping" sensation in the abdomen. Vessel morphology at the time of the event is severely angulated aortic neck and disease progression which resulted in the aneurysm expanding proximally above the stent graft. It was reported that a recent CT demonstrated a type I endoleak. The physician elected to place two aneurx aortic cuffs and the endoleak has resolved. The physician believes that the stent graft was initially placed low, 1.4 cm below the renal artery and the patient also has disease progression which resulted in the aneurysm expanding proximally above the stent graft. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
.